Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead triggered an alert for high out of range pace impedances. The pace impedances were 2061 ohms, so the patient was brought in for evaluation. Review found the impedances returned to values around 1700 ohms and sensing values were normal. At this time, the alert limit was increased and lead remains in service. No adverse patient effects were reported.